Event description:
Patient's mother alleges the meter's bolus advice is not correct. Mother stated the calculation of corrections was also wrong; checked on the pump and the handset. Insulin sensitivity factor 1:12.3 mmols (only gave 0.8 units). Mother stated time differences were also noted between the pump and handset, not consistently different but sometimes one minute, sometimes 5 minutes. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).